Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the device failed the self-test for pads. There was no patient involvement.